Event description:
During an upper endoscopy procedure, the physician used a wilson-cook saeed six shooter multi-band ligator. When the endoscope was removed from the patient, the barrel detached from the endoscope into the patient's esophagus. Retrieval of the barrel was attempted, but unsuccessful. The barrel was pushed into the stomach and left to pass naturally. The patient was reported to be in stable condition.